Event description:
It was reported that during a cholecystectomy, the threaded stud broke on the instrument. Another device was used to complete the case. There was no adverse consequence to the patient.